Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. It was thought that there might be a lead fracture. The lead sensitivity was reprogrammed to eliminate the oversensing. Upon review of save-to-disk information the device subsequently tested out of specification. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por for critical ram parity error (B)(6) 2010 20:52:32. Patient alert for device circuit error on (B)(6) 2010 20:52:32. Programmer data shows lead integrity alert triggered on (B)(6) 2011 14:58:02. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 14:58:02. Ventricular non-sustained tachycardia <=170 ms average v-cycle on (B)(6) 2011 at 14:58:08 and 21:44:58. Ventricular short interval count v-sic=145.2 counts avg/day, in 3.06 days, between (B)(6) 2011 14:54:21 and (B)(6) 2011 16:16:30.